Manufacturer narrative:
Investigation is ongoing. Remedial intervention and patient condition cannot be determined with the information provided by the suer facility. More information will be provided upon conclusion of the investigation.

Event description:
Poster or quick fixation screw used in gamma knife treatment cracked and the tip broke off into the patient's skull. Broken screw tip was left in the skull (remedial intervention was not provided by the user facility) and an x-ray taken to confirm position of the screw tip.